Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient experienced a high blood glucose level. Level is 558/dl and pump alarmed a motor error. Troubleshooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The device is not being returned. No further information available.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, excessive no delivery alarm and prime tests. The motor passed the motor test. No motor error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.